Event description:
The customer alleges that the top portion of the column with the attached ports popped off. No patient injury or harm reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. Functional testing was performed and it was found that the sample was within specification. The reported complaint of "pressure relief failed and the top of column popped off due to pressure" was not confirmed through functional inspection of the returned sample. The concha column separated from the tubing. The investigation found no evidence to suggest a manufacturing related cause, therefore, the root cause is undetermined.

Event description:
The customer alleges that the top portion of the column with the attached ports popped off. No patient injury or harm reported.

Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. The lot provided 74m1401504 is not valid for product 2410, because this lot number belongs to product 12251.